Manufacturer narrative:
The field service engineer (fse) discovered a disconnected sample line from the flowcell. The fse replaced the flowcell sample line and resolved the leak issue. The fse also noticed the diff mix chamber, mc240, was dirty and clogged. The fse replaced the diff mix chamber which resolved the low event rates for diff results. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event was system hardware. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported approximately ten milliliters of clear fluid leaked onto the floor during quality control involving the unicel dxh 800 coulter cellular analysis system. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. Patient samples were not analyzed at the time of the event. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.